Event description:
It was reported that the zimmer air dermatome skips when in use; unit was just repaired (B)(4) 2012 for the same problem. Add'l clinical f/u with the hosp indicated that the device skipped across donor site and did not harvest a complete sheet of donor tissue. An add'l donor harvest was required which was completed using an available alternate dermatome. It was reported that there was a five minute increase in surgical time to access, open, and set up the alternate device. There was no reported add'l surgical intervention.

Manufacturer narrative:
The device was returned to the MFR for repair. The svc record indicates that the device is 12 years old and has been in 4 times for repairs. The last repair was on (B)(4) 2011, for a similar issue. At that time damaged components and a leaking hose were replaced. The insp found that the device operated normally, only small nicks were found on the head. Unable to determine a cause of the reported complaint. In pre repair review and during repair testing, no problem was noted with this device. A review of salvaged parts gave no indication of a component failure. This device was in calibration and passed all performance testing. The device was serviced and returned to the customer.